Event description:
It was reported that poor separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "was the tube mixed properly after the collection? Yes. This is verified prior to shipment. How long was the sample allowed to clot? 30 minutes. We set a timer. Was fibrin present in the serum? Unsure. Were the recommended centrifugation g-force, time, and temperature obseed? Temperature and time are observed, but unable to assess g-force. What is the centrifugation ramp-up speed? I¿m not sure of g-force or ramp-up speed, but I have a picture of the calibration sticker. I hope that information is present on the sticker. When was the calibration of the centrifuge last checked? (B)(6)2019 what type of centrifuge was used- fixed angle or swing bucket? Fixed-angle. Were the centrifuge sleeves balanced to assure proper performance? Yes, always. Is the centrifuge temperature controlled? No. If so, to what temperature is it set? N/a what did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Slanted. Was there a complete barrier? Yes. ¿ does the poor barrier appear in all tubes or only occasionally? N/a are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Hand carried by ups driver. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes. Does the patient have abnormally high protein levels (protein disorder)? Not that we have been told and we do ask for medical history. What was storage conditions? In a cupboard at room temperature. Where they stored in refrigerator prior to use? The tubes are not kept in the refrigerator prior to use. " (B)(4) of (B)(4) complaints.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for poor barrier separation with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer and they reported that they are currently not having any issues. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, " was the tube mixed properly after the collection? Yes. This is verified prior to shipment. How long was the sample allowed to clot? 30 minutes. We set a timer. Was fibrin present in the serum? Unsure. Were the recommended centrifugation g-force, time, and temperature observed? Temperature and time are observed, but unable to assess g-force. What is the centrifugation ramp-up speed? I¿m not sure of g-force or ramp-up speed, but I have a picture of the calibration sticker. I hope that information is present on the sticker. When was the calibration of the centrifuge last checked? June 2019. What type of centrifuge was used- fixed angle or swing bucket? Fixed-angle. Were the centrifuge sleeves balanced to assure proper performance? Yes, always. Is the centrifuge temperature controlled? No. If so, to what temperature is it set? N/a. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Slanted. Was there a complete barrier? Yes. Does the poor barrier appear in all tubes or only occasionally? N/a. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Hand carried by ups driver. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes. Does the patient have abnormally high protein levels (protein disorder)? Not that we have been told and we do ask for medical history. What was storage conditions? In a cupboard at room temperature. Where they stored in refrigerator prior to use? The tubes are not kept in the refrigerator prior to use. " 1 of 4 complaints.